Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a loss of residual hearing. Device testing revealed results within normal limits. The recipient was prescribed steroids.

Manufacturer narrative:
Additional information sections: d.6b & h.6. Advanced bionics considers the investigation into this reportable event as closed. Programming adjustments were made which reportedly resolved the issue. No additional treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.